Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the abutment and crown loosened in patients mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since product has not been returned, visual inspection or camera magnification could not be performed. The investigation will be performed based on the available information of the item and lot number. The reported device was located on tooth # 14 when the event occurred. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the device history review. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for patient specific product (psp) complaints. Psps have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. Complainant reported that the abutment and crown loosened in patient¿s mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative.

Event description:
No further event information is available at the time of this report.